Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sy001ts - ennovate set screw sterile. According to the complaint description, there was a revision of a screw due to loosening with prospace xp cage. When locking with new nuts, the torque did not click a few times, but the nuts were spinning. A revision surgery was necessary. Additional information was not provided. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2022-00183 (B)(4). 9610612-2022-00186 (B)(4).

Event description:
The adverse event is filed under aag reference: (B)(4). Associated medwatch-reports: 9610612-2022-00183 (400560278 - sy001ts), 9610612-2022-00186 (400560279 - sy001ts).

Manufacturer narrative:
Additional information: d9 - product not returned. Investigation: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level ((4) severity x (1) probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.